Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes. The customer's blood glucose level was 92 mg/dl. A replacement pump was sent to the customer. Reportedly, the customer will reverted to multiple dose insulin.